Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardioverter defibrillator to be implanted exhibited failure to put a pin plug in the port of the superior vena cava coil. The implantable cardioverter defibrillator was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of incorrect lead bore diameters could not be confirmed. Visual inspection of the lead bores and the corresponding diameter measurements did not reveal any anomaly that could contribute to the reported event. High voltage (hv) impedance of the device was tested and found to be normal.